Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during drain four and fill five of peritoneal dialysis therapy. During troubleshooting, it was reported that the heater line got disconnected from the cassette which caused the max air alarm to occur. Renal therapy services (rts) reviewed proper procedures with the caregiver (cg) and advised to remove all supplies. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/21/2021.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as (B)(6)) additional information in h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted that the heater bag tubing was separated from the cassette port. The reported issue was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.